Event description:
It was reported to boston scientific corporation in late 2005 that a rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography procedure (patient gender, age and weight are unknown). According to the complainant, it was reported that "balloon broke". The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.